Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.6. Investigation summary: bd received 600 tubes and 3 photographs from the customer in support of this complaint. Evaluation of the samples indicated 150 out of 600 tubes had no additive. 3 photographs were attached showing tubes with no additive. 100 retained samples were visually inspected, and no missing additive was found. Bd was able to duplicate or confirm customers indicated failure mode ¿ missing additive with the samples and photos provided. Bd was not able to identify the exact root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, five (5) tubes have no coagulation activator (missing additive). There was no health impact or consequence reported.